Manufacturer narrative:
Manufacturer's investigation conclusion: the potential cause of the reported low flows was confirmed based on the submitted photographs. The photos showed multiple, red depositions that had reportedly been removed from the inflow cannula. The depositions appeared to have a tissue-like texture. Although the original locations and shape of the depositions within the inflow cannula could not be determined based on the submitted photos, if the depositions were ingested while the pump was operating, they would have contributed to the reported sudden decrease in flow. The initial onset of the low flows had been overwritten in the submitted log files, however, there were periods of time prior to the pump being stopped where it operated at 9000rpm with flow in the 1.2-2.0 liters per minute (lpm) range, which is consistent with the reported event. The examination of (B)(6) additionally confirmed a small, tissue-like deposition in the pump cover. The appearance of the deposition had been altered by the application of a fixative. However, areas of the deposition showed a strand-like shape and appeared to be folded around the edge of the outflow path. The deposition may have been a part of the depositions observed in the submitted photographs. The evaluation could not conclusively determine the origin of the depositions. The relevant sections of the device history records were reviewed and showed no deviations from manufactuing or quality assurance specifications. Heartmate 3 lvas IFU rev. A lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The alarms and troubleshooting section contains information on all system controller alarms and how to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The tissues that were removed from the pump were removed from the inflow cannula. It was also reported that the pump ((B)(6)) was stopped for approximately two hours and stored outside of the patient before re-starting it as an rvad again during the procedure on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was 'upgraded' to total artificial heart (tah) using 2 heartmate 3s on (B)(6) 2020. The patient's existing lvad (mlp-018287) was swapped as an rvad and a new hm3 (mlp-021684) was implanted as a new lvad. On (B)(6) 2020 in the intensive care unit (ICU), the rvad suddenly showed 0 lpm flow at 5500 rpm speed when the patient was repositioned. Central venous pressure was increased to 34 mmhg. Rvad speed was increased up to 9000 rpm, which resulted in 1 lpm flow and approx. 9.5w. There was a repeated short-time restart of rvad without improvement of flow. Acute reopening of chest at the ICU for visual inspection was done and there was no visible compression of the outflow graft observed. Stabilization of flow was not possible. The patient immediately returned to the or for a pump exchange due to suspected pump thrombosis/occlusion. Several tissue was found and was removed from pump. The rvad was replaced on (B)(6) 2020 with a new hm3 and restart of the new rvad was successfully done. The low flows resolved and flow was at 6.6 lpm at 6500 rpm. The patient was extubated and remains in the ICU. No further information was provided.